Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained rv oversensing was observed due to post-pace t-wave oversensing on the right ventricular channel. Patient was asymptomatic and did not receive therapy during the oversensing. Programming changes were recommended. No further information was provided.